Event description:
Synthes (B)(6), reported that the customer received brand new 519.811 in package. When the customer attempted to use it, the air hose would not fit with other parts. Upon further inspection, it appears that the wrong part (518.810) has been packaged inside the box marked 519.811. Event #1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and is currently in the evaluation process. Investigation is on going.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the wrong part was in the package. The article was packaged by (B)(4). However, this was done in 2009. There are no other complaints on this article. The stock was checked partially and no complaint related issues were found. The root cause of this isolated case cannot be determined. A CAPA risk assessment was completed for the identified non-conformance. Based on the results of this risk assessment a CAPA will not be initiated.